Manufacturer narrative:
The explanted ipg was not returned to bsn. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was charging more often for longer periods of time. The patient underwent an pg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.